Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade explant procedure unrelated to this event. Post paced sensing of qrs was noted with single site pacing due to extremely wide complex. Device was electively explanted for upgrade to bi-v ICD system.